Event description:
The lay user/pt called lifescan (lfs) in 2007 alleging the one touch ultrasmart meter was prompting an error 5 message. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported the meter issue began on five days earlier, at 9:00 am. The pt continued her usual dose of insulin, 28 units of humalog and 24 units of lantus at bedtime. After the reported issue, the pt reported feeling shaky, anxious, hot, and nervous. The pt denied receiving medical attention following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the pt alleged that she developed symptoms that can be associated with low blood glucose after the meter had begun.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.